Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer was broken. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer was broken. A field service engineer (fse) found drawer 5, legacy half height, experienced slide rail failure, causing the drawer to extend beyond its normal range and preventing closure. The fse diagnosed faulty slide rails and observed thermal damage to the retractor band cables. A portion of the damaged slide rail was removed to allow the drawer to close, and the entire module was disconnected pending replacement. Subsequently, the half-height legacy cubie drawer was replaced due to thermal damage caused by the broken slide rail cutting through the retractor band cables. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the report condition of ¿broken hh drawer¿ was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection and testing process. According to work order #(B)(4)the fse reported that drawer 5 legacy half height (hh), slide rails failed and caused drawer to come out too far. Customer was unable to close drawer. The fse diagnosed bad slide rails and noticed thermal damage to the retractor band cables. The fse removed the part of the damaged slide rail, allowing the drawer to be closed and left the entire module disconnected, after that, the fse replaced the drawer and tested the drawer in hta. Durind dchu visual inspection: pn 119919-01: the ¿cubie drawer hh¿ was received with signs of thermal damage on the retractor bands cable and a broken retainer bracket. During dchu testing: pn 119919-01: the testing form dchu was not required due to the signs of thermal and physical damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure was a broken off retainer bracket which provoked a short cut with the retractor band cables and lead to the observed thermal damage. This damage caused an improper functionality of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer was broken. The customer reported that the malfunction occurred while dispensing the medication. As per part investigation, it was determined that the reported broken hh drawer condition was caused by a broken retainer bracket, which resulted in a short circuit with the retractor band cables, causing thermal damage and improper drawer functionality. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height drawer was broken. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.